Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but now received to date. (B)(4).

Event description:
A supervisor nurse reported that during a cataract surgery a pt experienced an eye burn in the left eye (os). The surgeon was using another surgeon's program during the event. The settings were as follows: phaco power 70 percent and torsional 0 percent. After the event, other surgeons used the same system and their own programs without any issue. Additional information has been requested but not received to date.